Event description:
It was reported by the sales rep that prior to a thyroid resection surgery, the physician opened the package of the device and found two guiding wires (electrodes) outside the exterior tube wall (lumen). After shaping, the electrode in the blue area punctured the balloon (cuff). The anesthesiologist thought the product would damage the patient¿s glottis. He decided to use a replacement device to complete the surgery. The surgery was completed successfully. There was no injury reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been returned. Therefore, an analysis has not been performed. Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes.

Manufacturer narrative:
Device available for evaluation: (B)(6) 2015; the product analysis was completed on (B)(6) 2015. The product analysis indicates that there was no evidence of biological contamination. Two of the electrode wires were protruding through the lumen under the cuff which would have resulted in the reported event. There was no clear evidence of improper manufacturing as it relates to the complaint therefore has been ruled out as a likely cause. Instructions for use warn that there is a greater risk of damaging the tube under extreme operating conditions, such as excessive bending, prolonged procedures, and repeated manipulation. (B)(4).

Manufacturer narrative:
Expiration date ¿ sep/23/2018 lot # - 0208776302; UDI # - (B)(4). Date MFR. Rec: dec/13/2016; manufacture date: sep/24/2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.